Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 598 mg/dl. The customer was experiencing symptoms of nausea and abdominal pain. The customer was trying to treat with pump but blood glucose didn't go down so went to emergency room. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 598 mg/dl. The cause of emergency room visit as per health care provider was diabetic ketoacidosis. The customer stated gave insulin through IV and was intensive care unit for 3 days. Customer was wearing the pump at the time of emergency room visit. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test.